Event description:
Customer reports a 2ml/hr infusor filled to a total volume of 50ml overinfused over 14 hrs. The infusor contained 1ml of buprenorphine hydrochloride. 1ml of droperidol, and 48ml of bupivacaine hydrochloride. Customer reports no death or serious injury as a result of report.